Manufacturer narrative:
The investigation determined the issue was related to a hardware issue. The service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The field service engineer determined the dilution vessel was chipped and there was an issue with the sodium electrode. The electrode was replaced and the dilution vessel was rotated. The sipper and vacuum flow-path were cleaned. The system was conditioned. Calibration, controls, and precision studies were successfully run. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 152 mmol/l. The customer repeated the sample due to a failed laboratory delta check. The sample was repeated on a second analyzer, resulting in a value of 144 mmol/l. The repeat value was deemed correct.